Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the malfunction. The customer received a replacement set of electrode pads. Electrodes from retained samples of the same lot number 2718 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No trend is associated with reports of this type.